Manufacturer narrative:
Product event summary # damaged instrument straight suction and 70 degree suction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information on a navigation system being used outside of procedure. It was reported the straight suction was defective. There was no patient present when the issue was identified.